Manufacturer narrative:
On 13-aug-2024, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter in which current leakage was detected at the beginning of the procedure when connecting. The ECG (electrocardiogram) was disappearing. The medical team confirmed that there were no available signals to monitor the patient's heart rhythm. The signal interference occurred while the catheter was in the patient's body. No further details were provided regarding the completion of the procedure. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, magnetic sensor functionality, and electrical test on carto 3 system of the returned device were following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No signal noise or current leakage were observed on the carto 3 screen. A manufacturing record evaluation was performed for the finished device number lot 31233194l and no internal action related to the complaint was found during the review. The electrical issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The carto® 3 system instructions for use contain the following recommendation to minimize ECG (electrocardiogram) noise: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter in which current leakage was detected at the beginning of the procedure when connecting. The ECG (electrocardiogram) was disappearing. The medical team confirmed that there were no available signals to monitor the patient's heart rhythm. The signal interference occurred while the catheter was in the patient's body. No further details were provided regarding the completion of the procedure. No patient consequences were reported.